Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened act buttons dome switch. No unlocked j2 or lcd keypad connector noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the act button was hard to press. The customer¿s blood glucose level was unknown. The customer also reported that they need to push act to deliver insulin from the insulin pump. The customer reported that the time was corrected. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.